Manufacturer narrative:
Physio-control further evaluated the device. It was observed that with a test battery installed, the device would power on; the voice prompts were in (B)(6), but the screen text was in english. The device program had defaulted. Settings and other data were no longer in the device. The device was opened for an internal inspection, without observing discrepancies. The device's digital pcb assembly was evaluated. It was determined that the cause of the reported issue was due to corrupted software on the digital pcb assembly. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. During device evaluation, it was observed that the device had a service wrench icon in the readiness display. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on. There was no patient use associated with the reported event.